Manufacturer narrative:
Unknown if the lens was fully implanted and therefore explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was placed in the eye and the surgeon rotated, the haptic broke. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/09/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that one of the haptics was missing. The customer's reported complaint was verified. However, the investigation and the condition of the return sample did not suggest that there was a product deficiency introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.